Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed on the atrial electrogram. The right atrial (ra) lead exhibited unstable thresholds, intermittent capture, and undefined high impedance. The lead was suspected for fracture, and was subsequently capped and replaced. No patient complications have been reported as a result of this event.